Event description:
It was reported by the patient, that they had been hospitalized with diabetic ketoacidosis (dka). Prior to going to the hospital, the patient's bg levels were 400 mg/dl while wearing the pod for over 48 hours. When the hospital checked the patient's blood glucose levels, they were measured at 825 mg/dl. Symptoms reported include hyperglycemia and weakness. The patient reported that insulin was leaking from the pod during wear. The patient was treated with different type of fluids, delivered insulin, she stated that she received "the full dka treatment." The patient was discharged after 3 days. The pod has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.